Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported 'no connection rt side' during the device check in was confirmed. The pcu was failed to recognize the attachment auto ID on the right side. The cause of report no connection on the right side was isolated to the installation of the assy cable logic to iui barcode. Pin 1 of the assy cable was shielded by plastic shaver from the connector. The auto ID was connected and ID properly on side of the iui connectors once the plastic shaver was removed from the assy cable logic to iui barcode. Conclusion: the cause of report no connection on the right side was isolated to the installation of the assy cable logic to iui barcode. Pin 1 of the assy cable was shielded by plastic shaver from the connector. Rework: re-moved a piece of a plastic shaver from assy cable logic to iui barcode. Disposition: route to service for normal process.